Manufacturer narrative:
A review of the manufacturing records for the device verified the lot met all pre-release specifications. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and/or require intervention include, but are not limited to occlusion of device or native vessel.

Event description:
Following was reported to gore. On (B)(6) 2020, a patient underwent treatment of a left iliac artery aneurysm with gore® excluder® iliac branch endoprostheses. When the internal iliac component was deployed at left internal iliac artery, the distal end of the device landed at the level of the left superior gluteal artery. The final angio image revealed no reportable issue, and the procedure was completed. There was no unintentional coverage of vessels reported. On (B)(6), the follow-up CT image revealed an occlusion at the internal iliac artery. No additional procedure was performed. According to the physician, the superior gluteal artery was narrow (the diameter was 6mm) so the physician wanted to land the device within the internal iliac artery but the length of the internal iliac artery was kind of short so the device landed at the superior gluteal artery.